Event description:
A peritoneal dialysis (pd) patient stated the cycler alarmed with m31 air detected in cassette warning messages during drains 2, 3 and 4 of pd treatment. The patient stated there was fluid leaking from the patient line and was leaking onto the floor. The patient did not complete treatment. The patient was connected during the incident. Fluid was seen a foot below the patient connector. The patient saw fluid on the floor. The film on the back of the cassette was not loose. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would not perform manuals. The cycler was replaced. Additional information was requested but was note received to date.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient stated the cycler alarmed with m31 air detected in cassette warning messages during drains 2, 3 and 4 of pd treatment. The patient stated there was fluid leaking from the patient line and was leaking onto the floor. The patient did not complete treatment. The patient was connected during the incident. Fluid was seen a foot below the patient connector. The patient saw fluid on the floor. The film on the back of the cassette was not loose. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would not perform manuals. The cycler was replaced. Additional information was requested but was note received to date.